Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead the anchoring sleeve cracked in half and lead damage was visible underneath. The rv lead was not used and a replacement rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the anchoring sleeve. The insulation and proximal conductors are extrinsically distorted at 36.8 cm. If information is provided in the future, a supplemental report will be issued.